Event description:
The customer stated that two vertical lines appear on the display whenever she presses the act button. Nothing further was reported.

Manufacturer narrative:
The display goes blank whenever the act button is pressed due to a problem isolated to the liquid crystal display board.